Event description:
It was reported that a pt with an 18mm internal carotid aneurysm was embolized with 15 microplex coils and 16 hydrocoils. Predonin was administered. One month following the embolization, the pt developed hydrocephalus. The use of antiplatelets was stopped and a shunt was placed. On (B)(6) 2011, the pt was reported to recover gradually.

Manufacturer narrative:
No device eval was performed as the devices are implanted within the pt.